Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had recurring motor error alarms. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting did not occur for the motor error alarms. The insulin pump was not returned for analysis.